Event description:
Reportedly, after mobilization of the descending colon, it was transected, but only the first cartridge fired correctly, the second cartridge could not be fired: only the first staples came out. The surgeon applied two new cartridges, because only one showed the correct application. Three rows of staples on each side of the tissue were transected. The surgeon reported a leak on the hartman pouch and peritonitis. Procedure: laparoscopy